Event description:
New information was received indicating that that the patient is not feeling stimulation in other places or pain up to now.

Event description:
During review of programming and diagnostic history, high lead impedance was found on patient vns system. It was observed that vns was switched off from (B)(6) 2015 to (B)(6) 2016. Additional information was received the vns system is currently turned on and the patient can still feel the stimulation and that his eeg is better than pre-vns situation under small stimulation of 0.75ma. No known surgical intervention has accrued to date. Review of manufacturing records confirmed all tests passed for the concerned lead prior to distribution.